Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused burn or ulceration on the dogs tongue. It was stated that the unit was on the dogs tongue around 3 hours and the part of the tongue could not be saved.